Event description:
A dreamstation auto CPAP device was returned to a third-party service center with no initial alleged complaint. During evaluation at the third-party service center, the device was visually inspected and evidence of foam degradation/particles was observed inside the blower kit. Additionally, unrelated to the reportable malfunction, the service technician noted trash fail contamination. Following completion of the evaluation, the device was scrapped by the service center. There was no report of death, serious or permanent harm, injury, or medical intervention associated with this event. The observed trash fail contamination was unrelated to the reportable malfunction and was not determined to have contributed to or caused the reported event. Based on the identification of foam degradation/particles inside the blower kit during device evaluation, this event was determined to be reportable under FDA 21 cfr part 803 as a product malfunction and/or potential serious injury event. No additional information is available at this time.